Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertin in the ICU, the guide wire could not be fed through the raulerson syringe as it became stuck. As a result, another kit was opened and used without issue. There was no reported delay, death or complications to the patient as a result of this occurrence.